Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl (2000 mcg/ml at 599.6 mcg/day) and bupivacaine (30 mg/ml at 8.99 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient's personal therapy manager (ptm) was displaying the code "8476". The caller stated that the pump was alarming. No symptoms were reported. The caller was redirected to follow up with the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's device had a motor stall on (B)(6) 2019. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the cause of the stall was not determined. It was reported that the pump was replaced on (B)(6) 2019 and the issue was resolved. It was noted that the pump was discarded and would not be returned for analysis. No further complications have been reported as a result of this event.